Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The device evaluation was completed on 10-nov-2023. The smart touch bidirectional sf device was returned to biosense webster (bwi) for evaluation. A visual inspection and electrical test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed a hole and reddish material in the pebax. An electrical test was performed, and an open circuit was found in the tip area. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. A manufacturing record evaluation was performed and no internal action was found during the review. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: -investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102)/ component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of the ¿hole and reddish material in the pebax¿. -investigation findings: open circuit (c0205) / investigation conclusions cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the customer¿s reported ¿noise¿ issue. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the pebax. Noise occurred on the thermocool® smart touch® sf bi-directional navigation catheter after insertion into the patient¿s body. Noise occurred in intracardiac only, in both carto and lab. Only the noise at 3-4 was resolved by reconnection, but the noise at map 1-2 remained until the end of the procedure. The noise occurred even when not on ablation, but intensified when on ablation. Reconnected the catheter, replaced the cable and catheter, but the problem was not resolved. The noise was reduced by replacing the indifferent electrode (patch) with another new one, reconnecting the cable between ref/deca and ECG, replacing the smartablate generator-patient interface unit (piu) cable, and restarting smartablate generator. The noise was reduced and became acceptable, so the ablation was performed and completed. There was no patient consequence. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 10-nov-2023 a hole and reddish material in the pebax was observed. This event was originally considered non-reportable, however, bwi became aware of a hole in the pebax on 10-nov-2023 and have assessed this returned condition as reportable.